Manufacturer narrative:
Additional information was received that the patients pain was not device related. It was a pre-existing pain.

Event description:
A report was received that the patient was experiencing pain which was sudden in onset and got worsen. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain which was sudden in onset and got worsen. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead,50cm model #: sc-4316 lot #: 18505442 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain which was sudden in onset and got worsen. The patient will undergo an explant procedure.